Event description:
It was reported that an asymptomatic patient presented remotely, the right ventricular lead exhibited noise and low impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.